Event description:
Arthritis [arthritis], pyrexia developed (40 degree celsius) [pyrexia]. Case description: spontaneous report was received on (B)(6) 2012 from a physician and the treating physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis, the patient's medical history was significant for the previous use of suvenyl in left knee (on (B)(6) 2012) and for the previous use of suvenyl in both the knees (on (B)(6) 2012). It was reported that the patient showed tendency to have fluid retention during suvenyl therapy. On (B)(6) 2012, the patient received treatment with synvisc (hylan g-f 20) injection, route not provided, dosage regimen not provided, into both knees. The lot number for synvisc was not provided. On (B)(6) 2012, the patient received her second synvisc injection. On the same day, the patient's matrix metalloproteinase-3 (mmp-3) was 62.9 (units unknown). On (B)(6) 2012, the patient was hospitalized for arthritis and developed pyrexia (40 degree celsius) and her white blood cell (wbc) count was 6200 (uniys unknown) and c-reactive protein (crp) levels were 11.86 (units unknown). The treating physician reported that the symptom was not due to bacterium and suspected it as a drug reactive arthritis. The treating physician also reported that "he suspected rhiumatum because pa high mmp3 value and tendency of fluid retention". The action taken with synvisc treatment was not provided. It was reported that both the events were recovering. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc and both the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically sented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.